Event description:
Same case as 2134265-2014-08398, 2134265-2014-08395. It was reported that automatic pullback failure occurred. During a procedure, a motor drive unit was used in conjunction with an unspecified imaging catheter to view the target lesion. However, it was noted that it was unable to perform automatic pullback. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).